Event description:
It was reported that during a ureteroscopy procedure for kidney stones, about 34 minutes of procedure, the fiber fractured and zapped physician's glove, however it did not reach the skin. Due to this, the procedure was completed using another device. There were no patient complications.